Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm during our testing. No unexpected numbers ramping or scrolling during our testing. The insulin pump has cracked lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The blood glucose reading was 220 mg/dl. No significant events leading to the keypad issues were observed. It was also stated that they received a button error alarm after they put a new battery. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.